Event description:
It was reported that patients ipg was protruding and patient experienced pain at the pocket site. It was noted also that patients magnetic resonance imaging type of ipg. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be return as it was not release by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.